Manufacturer narrative:
This report is submitted on january 23, 2018.

Event description:
Per the clinic, the patient experienced poor sound quality with device use and it was found the electrode array had extruded into the external auditory canal. Re-implantation is planned but has not taken place as of the date of this report.

Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2018 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is filed on june 29, 2018. (B)(4).